Event description:
(B)(4).

Manufacturer narrative:
A service technician inspected the transporter and found that guard rail used to keep the patient from sliding off of the tabletop was defective. The safety lock of the guide rail would not lock properly during transportation allowing the guide rail to move to its lowest position. According to the instruction for use, the user has to secure the patient during the transport. Additionally, the user has to ensure that all locking elements are fixed properly. Should additional information become available, a follow up report will be provided. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).